Event description:
Medtronic received information that prior to the implant, during valve loading, while turning the deployment knob, the knob broke into two parts. It was reported that the knob broke after the first turn of the deployment knob (to open the capsule and flush it). The delivery catheter system (dcs) was not used for implant and was replaced by a different dcs. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The deployment knob is observed to be partially separated and loose upon return. Upon removal of the deployment knob components a stress mark is observed on one of the distal end tabs. The tabs at the proximal end of the deployment knob component are damaged. One tab is completely detached while the other is hinged. With the deployment knob components removed the capsule could still be retracted via pulling back the t-core. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis; the deployment knob was observed to be partially separated and loose upon return, and damage was observed on the deployment knob snap fit tabs. Deployment knob separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.